Event description:
While moving a pt on the bed, a nurse depressed the foot pedal on the lock/steer mechanism to put the wheels in the neutral position. After activating, she noticed the back wheel was still locked in the steer position making it hard to maneuver through the doors of the room. A plastic cam, which is connected to the foot pedal, broke. This area, in which the cam is placed, is a high stress area. This cam should be made of a more durable material. Same occurrence 11/30/94 on the opposite side.